Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable of the fenestrated bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was unknown if the instrument conductor wire was broken during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps instrument was broken. The customer replaced the instrument to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use with no issue. The color of the cable was unknown. It was confirmed that the cable was broken in half completely. There was no loss of cautery associated with the broken cable. There was no sign of thermal damage. The instrument did not collide with any other instrument or tool. There was no fragment falling into the patient¿s anatomy. There was no procedure delay. The fbf instrument will not be returned.